Event description:
It was reported that the patient's atrial lead failed to sense and capture upon implant following sinus node ablation. It was elected to complete the procedure with alternate leads on (B)(6) 2023. The patient was stable.